Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well post-operatively.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well post-operatively. Additional information was received that the reason for replacing the ipg was due to the patient charging the ipg more frequently. The explanted ipg was not returned.